Event description:
New information received states that a new device was not implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that implantable pulse generator (ipg) was providing ineffective stimulation due to the patient stop charging several years ago. The patient did not experience any trauma however they did feel uncomfortable at the ipg site due to the patient losing weight. The device was explanted, and a new device was implanted to resolve the issue. There were no complications during the procedure. Patient was stable.